Event description:
Since the device was disposed of after the explanted surgery, product analysis cannot be performed to determine the nature or the cause of the reported lead discontinuity. The two most likely causes of the reported lead discontinuity are either an improper lead/generator connection or a lead break.

Event description:
Vns pt underwent ncp system replacement surgery due to high lead impedance and lead discontinuity. The high lead impedance condition was first noted at office visit six week prior to ncp system replacement surgery. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance. Investigation to date has been unable to determine the nature or the cause of the reported lead discontinuity.